Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), pelvic pain ("pelvic pain") and genital haemorrhage ("irregular bleeding") in a 24-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included post coital bleeding in 2006, weight gain in 2006, uti in 2006, dysmenorrhea in 2006, dyspareunia in 2006, fatigue in 2006, migraine in 2006, headache in 2006, pelvic pain in 2006, abdominal pain in 2006 and vaginal pain in 2006. Concurrent conditions included overweight and vaginal prolapse (;). In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("malposition of essure device location of device: uterus"), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("uti"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain"), fatigue ("fatigue"), vulvovaginal pain ("vaginal pain") and coital bleeding ("post coital bleeding"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy with removal of the essure device) and surgery (total laparoscopic hysterectomy and bilateral salpingectomy with removal of the essure device). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device expulsion, urinary tract infection, female sexual dysfunction, weight increased and fatigue outcome was unknown, the pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, migraine, headache, dysmenorrhoea, vulvovaginal pain and coital bleeding was resolving and the genital haemorrhage, back pain and dyspareunia had resolved. The reporter considered abdominal pain, back pain, coital bleeding, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: essure working . ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, dyspareunia." Most recent follow-up information incorporated above includes: on 21-jun-2018: reporter information was added. This case concerns 24 year old patient. Her concurrent conditions were added. Lab data was added. Essure insertion date was updated. Essure indication was amended. Per plaintiff fact sheet following events: perforation (fallopian tube), abnormal bleeding (menorrhagia/vaginal), uti (urinary tract infection), apareunia (inability to have sexual intercourse), malposition of essure device location of device: uterus, migraines, headaches, dysmenorrhea (cramping), weight gain, fatigue and vaginal pain were added. She was recovering from following events: vaginal pain, migration, headaches, abnormal bleeding (vaginal/menorrhagia) and dysmenorrhea. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), pelvic pain ("pelvic pain"), device expulsion ("malposition of essure device location of device: uterus") and genital haemorrhage ("irregular bleeding") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included post coital bleeding in 2006, weight gain in 2006, uti in 2006, dysmenorrhea in 2006, dyspareunia in 2006, fatigue in 2006, migraine in 2006, headache in 2006, pelvic pain in 2006, abdominal pain in 2006 and vaginal pain in 2006. Concurrent conditions included overweight and vaginal prolapse (;). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("uti"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain"), fatigue ("fatigue"), vulvovaginal pain ("vaginal pain") and coital bleeding ("post coital bleeding"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy with removal of the essure device), surgery (total laparoscopic hysterectomy and bilateral salpingectomy with removal of the essure device) and surgery (total laparoscopic hysterectomy and bilateral salpingectomy with removal of the essure device). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device expulsion, urinary tract infection, female sexual dysfunction, weight increased and fatigue outcome was unknown, the pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, migraine, headache, dysmenorrhoea, vulvovaginal pain and coital bleeding was resolving and the genital haemorrhage, back pain and dyspareunia had resolved. The reporter considered abdominal pain, back pain, coital bleeding, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: essure working . (B)(6) 2008:hsyterosalpingogram: impression: no evidence of contrast material filling the fallopian, nor is there spillage of contrast material into the peritoneum. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, dyspareunia." Most recent follow-up information incorporated above includes: on 21-sep-2018: medical record received:essure insertion date updated. Product code changed from 205 to 305 as per new insertion date. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)'), pelvic pain ('pelvic pain') and device expulsion ('malposition of essure device location of device: uterus') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included post coital bleeding in 2006, weight gain in 2006, uti in 2006, dysmenorrhea in 2006, dyspareunia in 2006, fatigue in 2006, migraine in 2006, headache in 2006, pelvic pain in 2006, abdominal pain in 2006 and vaginal pain in 2006. Concurrent conditions included overweight and vaginal prolapse. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("irregular bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("uti"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vulvovaginal pain ("vaginal pain"), coital bleeding ("post coital bleeding"), malaise ("sickness") and scar ("scars") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy with removal of the essure device). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device expulsion, urinary tract infection, female sexual dysfunction, weight increased, fatigue, malaise and scar outcome was unknown, the pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, migraine, headache, dysmenorrhoea, vulvovaginal pain and coital bleeding was resolving and the genital haemorrhage, back pain and dyspareunia had resolved. The reporter considered abdominal pain, back pain, coital bleeding, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, malaise, menorrhagia, migraine, pelvic pain, scar, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: results: essure working. (B)(6) 2008:hsyterosalpingogram: impression: no evidence of contrast material filling the fallopian, nor is there spillage of contrast material into the peritoneum. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, dyspareunia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2020: quality-safety evaluation of ptc on 20-mar-2020: social media report: reporter added. On 20-mar-2020: social media received: reporter was added, no new clinically significant information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)'), pelvic pain ('pelvic pain') and device expulsion ('malposition of essure device location of device: uterus') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included post coital bleeding in 2006, weight gain in 2006, uti in 2006, dysmenorrhea in 2006, dyspareunia in 2006, fatigue in 2006, migraine in 2006, headache in 2006, pelvic pain in 2006, abdominal pain in 2006 and vaginal pain in 2006. Concurrent conditions included overweight and vaginal prolapse (;). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("irregular bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("uti"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vulvovaginal pain ("vaginal pain"), coital bleeding ("post coital bleeding"), malaise ("sickness") and scar ("scars") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy with removal of the essure device). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device expulsion, urinary tract infection, female sexual dysfunction, weight increased, fatigue, malaise and scar outcome was unknown, the pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, migraine, headache, dysmenorrhoea, vulvovaginal pain and coital bleeding was resolving and the genital haemorrhage, back pain and dyspareunia had resolved. The reporter considered abdominal pain, back pain, coital bleeding, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, malaise, menorrhagia, migraine, pelvic pain, scar, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: results: essure working. (B)(6) 2008:hsyterosalpingogram: impression: no evidence of contrast material filling the fallopian, nor is there spillage of contrast material into the peritoneum. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, dyspareunia." Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Events: sickness and scars added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("irregular bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy with removal of the essure device). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain and dyspareunia had resolved. The reporter considered abdominal pain, back pain, dyspareunia, genital haemorrhage and pelvic pain to be related to essure (ess205). Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.